Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the left side implant was mentor memorygel breast implant 350cc, serial number (B)(4), lot number 7596579, catalog number 3503501bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/24/2019 , during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture, wrinkling and ptosis. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 350 cc experienced capsular contracture baker grade iii on the right side and bilateral deformity and bilateral ptosis and a slight double-bubble on the left breast . As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350 cc on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/08/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was (B)(6) 2019. The actual due date for the report was 05/26/2019. Manufacturer¿s reference number: (B)(4).